Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] reports that the vent alarmed "ext hi ppeak" while on a pt. No injury. Vent is isolated in the biomed shop awaiting fld srvc to repair." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on 08/02/2011. "Pt's ventilator was malfunctioning and displaying "ext high ppeak" alarm, which indicates the device has measured a high peak pressure above a threshold value for more than 5 seconds. Pt was hand ventilated while the device underwent troubleshooting. Ventilator was unable to be calibrated properly and was replaced. What was the original intended procedure? Airway management via ventilator. Device usage problem: device malfunction - that is the device did not do what it was supposed to do."

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service rep to the user facility's site to repair the device and return it to service. This is a known issue, thus no add'l investigation/evaluation is required. Carefusion has already initiated an internal corrective action request to address this issue. (B)(4).